Manufacturer narrative:
Concomitant medical products: 6935m55, lead implanted: (B)(6) 2013; 407645 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased threshold. The lead remains in use. No patient complications have been reported as a result of this event.